Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Three complaint devices were received and inspected. Visually, all three anchors were broken at the distal end, confirming the complaint. Usually, this type of failure is caused by hard bone quality or using incorrect instrumentation for preparing bone hole. It was reported that the prepared hole was not tapped prior of the anchor insertion. Moreover, it was reported that the bone quality was very hard. The root cause can be a combination of the above mentioned issues. The IFU instructs that it is necessary to tap the pre-drilled bone hole when used in hard bone. This failure can be attributed to user technique; failure to follow instructions for use. A batch record review has been conducted for this batch to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed with one unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot released to distribution. Therefore, no further actions are warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 4 for the same event. It was reported by the sales rep that during a shoulder repair surgical procedure, it was observed that four of the customer's healix br anchor, 5.5mm with orthocord, broke when being inserted into very hard bone. The first two anchors were barely inserted when they broke and the third and fourth broke after being inserted up to the first thread line. All broken pieces were removed and new same like anchors were used to complete the procedure. It was reported by the sales rep that the surgeon had intended to use two anchors but had to use four anchors because they kept breaking. There were no delays over 30 minutes were reported. The sales rep reported that the surgeon only used the healix awl to prep the bone hole. The sales rep was not present and had no further information. The broken anchors will be returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.